Manufacturer narrative:
Retainer ring = clear. Insulin pump downloaded history/trace file properly using thus. Insulin pump passed displacement, sleep current measurement, active current measurement and self test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management tool. Low battery alert alarm due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No moisture/damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Unit received with cracked battery tube threads, label damage, cracked case corner of belt clip rails. Unit p-cap / test reservoir lock in place properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was reporting unexpected battery change had increased over time. Customer also reported that the insulin pump was demanding battery change within 30 minutes continuously 3 times in 24 hours. Customer was unsure of what lead up to the event. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.